Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a critical pump error on the insulin pump. The customer's blood glucose reading was 11.7 mmol/l. The customer stated that he has been sick for a couple of days and his wife took the battery out of his pump for about 19 hours. The customer stated that the pump alarmed critical pump error when the pump screen returned. The customer was advised to place the pump in storage mode. The customer was advised to remove the battery from the pump. The customer stated that the pump still alarmed critical pump error. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book image and pump error 55 found in the formatted history file; the problem was isolated to the printed circuit board assembly. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.